Event description:
It was reported to philips that the device's ac and battery lights are intermittent. There was no reported patient involvement.

Event description:
It was reported to philips that the device's ac and battery lights are intermittent. The device was available for clinical use, but there was no indication of patient involvement and no patient or user harm occurred; as indicated by the initial reporter answering the safety questions during service order initiation.